Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the implant procedure the physician experienced difficulty inserting the right atrial (ra) lead and right ventricular (rv) lead into the device header. It was noted there was a lot of pressure around the terminal boot when attempting to insert the leads. The ra and rv leads were successfully inserted into the pacemaker header and the procedure was completed. This pacemaker system remains in service. No adverse patient effects were reported.